Event description:
The customer reported that the spectrum does not recognize a closed door. There was no patient injury. No further information was available.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received by baxter for evaluation. The evaluation confirmed the reported symptom of "device does not recognize a closed door". The device was received inoperable due to "door not fully latched" alarm caused by loose link screws. The alarm was resolved during the evaluation by adjusting the screws with the door performing as expected. The screws were replaced during the repair process.